Event description:
Patient had high lead impedance on a new generator during replacement. They were doing a generator replacement from a 105 to 1000 and she said pre-op the generator was depleted so there was no testing prior to and now in the or there is impedance 62;9000 ohms. They tried pin re-insertion multiples times and cleaning out the lead pin each time and ensuring it is fully inserted. The lead was then replaced and the impedance issue resolved. No issues with the new m1000 generator. The explanted lead was received for analysis but has not been completed to date.

Event description:
Product analysis for the generator was completed and there were no performance, or any other type of adverse conditions found with the pulse generator. Lead product analysis was completed and approved. An analysis was performed on the returned lead portion. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. Other than the abraded openings noted in the outer and the inner silicone tubing and the coils protruding out (still within their tubing), the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the product analysis lab, other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.